Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the patient¿s pain wasn¿t determined. The rep reported that the patient was wanting the device removed. The patient was meeting with a physician to talk about removing the lead and battery in mid-february. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient has pain around their battery site area. The patient stated they have had no falls and that she hasn't bumped into anything. The patient has an upcoming appointment to have the battery taken out. Surgical intervention has been planned, but has not been scheduled. No further complications were reported. No additional patient symptoms were reported.